Manufacturer narrative:
It is unknown if the device was in use for diagnostic or treatment purposes. The delivery sheath is available for analysis but to date has not been received by the manufacturer. A review of the device history record identified no rejects during manufacture of this lot number. A review of complaints against this lot number identified two other complaints for a different failure mode. A photograph was provided by the end user which identifies a piece of braided blue material that came out of the sheath when the dilator was inserted. Per the in-process and final qa inspection procedure,the shaft assembly of this device is inspected 100%. The catheter is checked to verify the following: dimensional specifications, any separation in transitions or any catheter segments, the inner diameter of the shaft is viewed under microscopic or fiber optic light for the presence of one marker band, liner placement, and for any obstruction. The hub is inspected for foreign material, cracks, sinking or unfilled areas. The presence of chamfer and roundness of parts is checked. Inside of the hub is analyzed for any signs of delamination, exposed braid, or any damage to the shaft resulting from the over molding process. The root cause for this failure has not been determined; however, potential causes of this failure may be related to improper braid assembly, improper liner assembly, improper marker band placement or incorrect reflow parameters. This type of failure may lead to procedural delay, vessel damage or tissue damage. A review of risk for this failure mode, identified the risk to be as low as possible or medium. A follow-up report will be sent if the device is received for analysis and/or if the manufacturing investigation leads to additional information. The instructions for use (IFU) informs the user of the potential adverse effects which include but are not limited to: infection, thromboembolic events, local nerve damage, catheter entrapment, perforation, valve damage, dissection, pacemaker/defibrillator lead displacement, av fistula formation, air embolism, pseudoaneurysm formation, vasovagal reaction. Arrhythmias, vessel trauma, hematoma, atrial septal defect, hemorrhage, aortic puncture, perforation and/or tamponade, coronary artery spasm and/or damage, vessel spasm, stroke, myocardial infarction, pericardial/pleural effusion or pulmonary edema. In addition, the following precautions are listed in the IFU: aspiration and flushing of the sheath should be performed frequently to help minimize the potential for air embolism. For injecting or aspirating through the sheath, use the side port only with three-way stopcock. Prior to infusion, remove all air using the side port. Never advance, torque, or withdraw sheath when resistance is met. Determine cause by fluoroscopy and then take remedial action.

Event description:
The customer reported that during insertion of the dilator through the sheath a small piece of material came out of the sheath. This occurred prior to use on a patient; therefore, there was no related injury. Another unit from the same lot number was obtained for use to complete the procedure.

Manufacturer narrative:
(B)(4). After evaluation of the sheath, it was found that the small piece of sheath material that came out was lodged inside of the sheath when it was being taken off the process mandrel during manufacturing. The root cause for this failure (foreign material) can be attributed to the improper removal of the sheath from the process mandrel. A CAPA was opened to investigate the root cause, and implement corrective action to prevent recurrence of the reported failure.

Manufacturer narrative:
The evaluation is still in process; upon completion of investigation a follow-up report will be sent.